Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 388 mg/dl. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.